Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by the intuitive surgical, inc. (Isi) field service engineer (fse) by following up with the customer. The customer tested the controller with test instruments and did not find any issue manipulating the master tool manipulator (mtm). The customer would be following up with surgeon if experiencing any issues in the future. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer reported to technical service engineer (tse) that the surgeon complained the surgeon console right controller and instrument rotation movement was not correct. The customer stated the surgeon requested surgeon console right manipulator be checked. The surgeon completed the procedure robotically. The procedure was completed with no reported injury.